Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect and pain. The pt had turned the device off. It was also noted that the pt had a memory problem. The device was explanted due to pt preference. Follow-up info from the physician's nurse indicated that the pt may have had the device removed due to the need for an MRI. There was nothing to confirm that in the pt notes. The pt was seen since the explant and she was doing well. The pt still had the same symptoms prior to device implant.